Event description:
Pt admitted for left ureteral stone-procedure cystoscopy ureteroscopy - and attempted laser lithotripsy of kidney stone. During procedure the laser became ineffective and it was noted laser fibers not working. Fibers removed and found to be broken. Broken fibers found and removed. Procedure attempted x2 after that with same results-fiber broke. Some discussion as to fibers being refurbished. Only 20% of stone was fragmented using laser.